Manufacturer narrative:
The account's engineer replaced the main control board to repair the bed.

Event description:
The accounts maintenance stated that the bed functions were operating unintentionally. He couldn't identify exactly what functions were operating unintentionally.